Manufacturer narrative:
When it was observed that the inner core of the wire was removable, (not intact) it was decided not to risk the patients. The wires were not used in a patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in pe 703553375 0.035 x 145cm ptfe guide wires became deformed during several procedures. It was reported that the outer core of the wire separated from the inner core of the wire. There was no impact to the patient and their current status is good.